Event description:
An email was received with an attached user facility mandatory medwatch mw5178151 report regarding a pump cadd solis vip with unknown list number and unknown serial number. It was reported that the female patient had a pump began beeping during the night, though the specific error message was unknown. The patient managed to stop the beeping but noted that the pump is now requesting a programming code. Tracking information for the returned pump was unavailable, and no photographs were provided. The infusion was continuous, but the set flow rate and volume delivered are unknown. The pump¿s position at the time of the alarm was also unknown. No additional details were available. The product fault occurred while the pump was in use with the patient. The issue did not cause or contribute to any patient or clinical injury, and no medical intervention was required. The actual device will be available for investigation upon return. A replacement device was provided, and the patient successfully continued the infusion using a backup pump. The infusion was life-sustaining. The event has been resolved. The date of this report was on 23-oct-2025.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.